Manufacturer narrative:
Device was used for treatment no diagnosis. Kollig, e, esenwein, s.a., muhr, g and kutscha-lissberg, f. (2003). Fusion of the septic ankle: experience with 15 cases using. The journal of trauma, injury, infection and critical care volume 55, number 4 pages 685 -691. Germany. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. -

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kollig, e, esenwein, s.a., muhr, g and kutscha-lissberg, f. (2003). Fusion of the septic ankle: experience with 15 cases using hybrid external fixation. The journal of trauma, injury, infection and critical care volume 55, number 4 pages 685 -691. Germany. Purpose of the study: the purpose of the study was to present the authors results of 15 cases in which patients with acute or chronic septic destruction of the ankle joint had arthrodesis with a hybrid external fixation. Patient demographics: from 1996 to 1998 15 patients were included in the study. Eleven patients were men and four were women, with an average age of 55.5 years (range, 28¿84 years). All patients with acute or chronic septic destruction of the ankle joint with the indication for a tibiotalar arthrodesis were included in the study. All patients had active infection and had previous operations on the affected ankle. Type of surgery: all 15 patients had arthrodesis with a hybrid external fixation. A hybrid external fixator consists of schanz screws in the tibial shaft and midfoot plus fine wires through the tarsal bones and the distal tibia. All patients with acute or chronic septic destruction of the ankle joint. Implants used: unknown schanz screws. Complications reported: one mentally ill patient charged his foot immediately after the operation with full weight bearing. As a consequence, the screw fixation of the metatarsal bones displaced. After the transfixation had been reconstructed with another half-ring and two titanium wires, the arthrodesis consolidated without further intervention. This is report 3 of 3 for (B)(4). This report is for an unknown schanz screws for the following complication: one mentally ill patient charged his foot immediately after the operation with full weight bearing. As a consequence, the screw fixation of the metatarsal bones displaced. After the transfixation had been reconstructed with another half-ring and two titanium wires, the arthrodesis consolidated without further intervention.